Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 542792. The root cause was found as saline solution contamination on the tab flex. The investigation results were saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during an unspecified procedure after the catheter was inserted into the patients' anatomy, the echo image was smudged. The doctor removed the catheter from the patient and examined it. The doctor reinserted the catheter but the issue continued so it was withdrawn from the patient. The doctor replaced the catheter and the procedure was completed. There was no patient adverse event reported. No additional information was provided.